Manufacturer narrative:
Corrected data: b5- "the lens was exchanged for a longer length lens due to low vault" should be added to the initial MDR. Claim# 714803.

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -10.0 diopter into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).